Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Oversensing was noted on a stored electrogram. Programming changes were made. The device was later explanted prophylactically following the advisory for premature battery. Patient condition was stable and no complications where present.